Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with bolus. The customer was advised the 2 high blood glucose rule. The customer was assisted in performing high pressure test and failed due to lack of insulin. The customer repeated the high pressure test and the results is no delivery alarm. The customer already change 3 times. The customer was advised to follow up with health care provider concerning unexplained high blood glucose. The customer was advised that we are sending replacement sensor and infusion sets.